Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temperature issue) issue: the pump was really hot and the battery was leaking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 06/03/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the complaint was not duplicated. Black box review shows evidence of an abnormal voltage drop on (B)(6) 2013 from 1.41v to 1.24v. Multiple consecutive reboots are recorded as well. Visual inspection shows moisture corrosion in the battery compartment. Battery compartment is cracked and its threads are stripped, battery cap is intact but unable to maintain electrical connection. A test battery cap was used for testing purposes. The pump failed a leak test due a battery compartment leak . Pump powers ¿on¿ and displays ¿verify¿ screen. Pump was primed and exercised correctly; no overheating was duplicated during testing. External power supply was used to confirm that all current drawing are within the requirement. Pump was opened and inspected, no further moisture corrosion was observed to the pcb. Power circuit and power flex were inspected for intermittent condition, none was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.